Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned to olympus korea(okr). Omsc found the following from the image sent by okr. -there was a brown part inside the lg lens, and there were traces of water invasion. -it was consider that water has entered from around the lg lens, and it was judged that there was a gap in the adhesive part around the lg lens. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -physical stress -chemical stress -storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.) -aged deterioration.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (okr), it was found that there had been a gap of adhesive of the distal end of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.